Event description:
A healthcare professional reported an intracapsular rupture of the left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases is observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported an intracapsular rupture of the left device. The device has been explanted and replaced.